Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - locator wings, loss of vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the physician pulled back the device to get counter tension on the artery, he felt nothing at all, and the device came out of the artery. It appeared that the locator wings had not deployed. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.